Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) and high voltage (hv) coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead - 2001 (B)(6). (B)(4).